Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) laboratory observed a decrease of thyroid-stimulating hormone (tsh) concentrations on the pts' samples. Cpls results showed centrifugation helped to significantly decrease interference. Centrifugation did not affect tsh control results. Cpls recommended the customer to follow the MFR instructions for clotting time, tube mixing (number of inversions), speed and gravitational force during centrifugation. Cpls also recommended to the customer to transfer the sample from the original tube and re-centrifuged prior to retest. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05184, 05216, 05217.

Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, for multiple involving access 2 immunoassay system. This is report number one of four. Pts produced initially high tsh results within and above the reference range. Subsequent testing produced results within the normal reference interval. The elevated results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in (B)(4) with the pts' samples for further analysis.